Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "broke". Healthcare professional later reported rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings assessed as surgical damage. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported left side "broke". Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10apr2024.

Event description:
Patient reported left side "broke". Healthcare professional later reported rupture. Device has been explanted.

Event description:
Patient reported left side "broke". Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.